Event description:
It was reported by the attorney that the plaintiff underwent a bilateral breast reduction in 1994. Immediately after the operation, the plaintiff began to suffer from post-operative suture abscess and bilateral wound dehiscences. Vicryl sutures were used in pt's surgery. As per the attorney, the plaintiff underwent several surgeries to correct pt's problem. Pt still suffering from scarring, areolar pigmentation, dilation of the areola diameter and lack of breast tone.